Event description:
Medtronic received info that this bioprosthetic heart valve, implanted 70 days, was explanted due to central regurgitation and cuspal stiffening. At explant, there was no clinical sign of endocarditis.

Manufacturer narrative:
Eval results = device history review found the product met specs when released for distribution. Analysis: upon receipt at medtronic's quality lab, all leaflets were stiff, but flexible and intact. All leaflets were slightly thickened, due to host material infiltrating the leaflet tissue. Pannus was noted on the right non-coronary stent post extending onto the tissue adjacent to the non-coronary and left outflow margin of attachments and stent rails, and over the top of the non-coronary left commissural attachment. Thrombotic host materials lined the edge of the septal shelf adjacent to the belly of the right cusp. An unk amount of pannus was removed on the inflow and outflow of the valve. Radiography showed no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device attributed to thrombus and host tissue overgrowth on the valve. These findings are generally considered a pt related condition.